Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected.